Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the corner lining on the bottom case was worn off and the plunger head was cracked by all the screws. Check syringe plunger sensor alarm found in pump event history log. During functional testing the reported issue of check syringe plunger sensor alarm was unable to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced left plunger case as a preventative measure.

Event description:
It was reported that the pump exhibited a check plunger sensor. No patient injury was reported.